Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No frozen screen noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. However, hardware low level failures error confirmed in the device history due to broken pin trace on keypad assembly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 511 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as feeling weak and difficulty breathing. The customer was wearing the insulin pump during the incident. The customer reported a hardware low level failures alarm when they performed a self test. The customer also reported a frozen display and troubleshooting was not completed. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr. Unomed set.